Manufacturer narrative:
Review of this MDR and additional information received showed that this event is a duplicate of the event reported in MFR report # 3004209178-2016-09733. Please refer to MFR report # 3004209178-2016-09733 for all information regarding this event and any further information received regarding this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a legal representative that the patient¿s ¿product malfunctioned causing a severe burn¿ on or about (B)(6). It was further reported the patient¿s ¿body was burned from the inside to the surface of his skin causing a severe injury.¿ it was stated that as direct and proximate result of the product malfunctioning, the patient underwent two surgeries for the removal of the old unit and the implantation of a new unit. It was alleged the patient¿s device was ¿defective in manufacture and construction, was defective in design and formulation, was defective due to inadequate warning or instruction, and was further defective because the product did not conform to representations.¿ the patient reportedly ¿sustained permanent injuries¿ as a result of the issue. It was noted the patient¿s neurostimulator was implanted to provide pain relief. No further complications were reported or anticipated.